Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the pdm was so hot that it was giving off a certain smell after charging. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pdm (personal diabetes manager) was getting extremely hot to the touch off the charger. It was also noted that the pdm released a smell after charging. There was nothing that looked different from the impacted component. The battery has not been removed. The device would start to warm up before charges.

Manufacturer narrative:
The returned device's screen was observed to be damaged. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.